Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a femoral endarterectomy with popliteal stent placement, balloon rupture occurred. The stenosed target lesion was located in the popliteal artery. A 6.0 x 40, 75cm mustang balloon catheter was used to treat the lesion. Upon inflation the balloon ruptured at 12 atmospheres. The physician noticed that the tip of the balloon was "frayed". There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination found that a complete balloon circumferential tear had occurred in the balloon at the proximal transition zone. The proximal bond site was intact and part of the proximal balloon cone remained attached. The tip of the device was stretched and the proximal radio opaque (ro) marker band was loose and free moving on the tip as a result of the tip damage. The distal marker band remained in the specified position. An examination of the balloon material noted that the balloon was bunched around the distal cone region. The shaft extrusion was examined and there were no dent or kinks noted. A cordis sheath was returned with the device. This could not be removed due to the condition of the balloon. Based on the damage to the balloon and tip it can be concluded that the device was subjected to excessive force in an attempt to remove the device during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a femoral endarterectomy with popliteal stent placement, balloon rupture occurred. The stenosed target lesion was located in the popliteal artery. A 6.0 x 40, 75cm mustang balloon catheter was used to treat the lesion. Upon inflation the balloon ruptured at 12 atmospheres. The physician noticed that the tip of the balloon was "frayed". There were no patient complications reported.